Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint was verified in the history but could not be duplicated during the investigation. Unexplained power on reset observed in the black box on date of the event (B)(4) 2013. No physical damage was observed to the returned battery cap or battery compartment; the returned battery cap fastens securely and holds power to the pump. The returned battery caps measurements are all within specified range. No intermittent power issues were experienced with the returned battery cap or pump. The pump was exercised for 24hrs using returned battery cap; no power loss was duplicated; the pump was still delivering at the conclusion of testing. Pump passed a delivery accuracy test successfully pump cover was removed; no internal moisture or intermittent connections were observed. Unrelated to the complaint, the display screen has a pinkish contrast and the keypad is lifted up near the ok key; keys are fully responsive and no contamination was present under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump was loosing power for the last month and causing them to re-prime frequently. The patient reported that their blood glucose (bg) was 467mg/dl with trace ketones. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Customer support (cs) advised the patient to go off the pump and onto an alternate method of insulin delivery. This report is being made due to intermittent power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.